Manufacturer narrative:
Argus case: (B)(4).

Event description:
My mother has ingested half of the tablet. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident denture cleanser) tablet for product used for unknown indication. On an unknown date, the patient started polident denture cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. Additional information: the adverse event information was received via call center representative (phone) on (B)(6) 2021. The consumer reported that "am calling about polident. My mother has ingested half of the tablet. Can you transfer me to somebody who can tell me what I can do? Why poison control? You make polident right? And you can not tell me what to do? It happened buy mistake."